Event description:
N/a.

Manufacturer narrative:
An event of complete heart block (chb) after during procedure was reported. Information from the field indicated that the final implant depth at non-coronary cusp (ncc) was 6.17mm, left coronary cusp (lcc) was 6.15mm. The temporary pacemaker was placed. Later on, a permanent pacemaker was implanted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were as a result of case-specific circumstances as the patient remained in the hospital with a temporary pacemaker was placed, and then, a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. During procedure, immediately after the insertion of the delivery system a complete heart block (chb) was observed. A temporary pacemaker was inserted. The valve was implanted and the final implant depth at non-coronary cusp (ncc) was 6.17mm, left coronary cusp (lcc) was 6.15mm. After the implant, due to the presence of chb a leadless permanent pacemaker was inserted.